Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was repositioned and remains in use.

Event description:
It was reported that one day post right ventricular (rv) lead implantation, the lead exhibited high threshold. It was further reported that the rv lead exhibited intermittent ventricular undersensing, which at times resulted in inappropriate pacing and failure to meet device classified episode detection criteria in addition to loss of capture. It was further reported that the patient was in atrial fibrillation with rapid ventricular response and noted uncertainty regarding whether the sensed activity on the ventricular channel represented true ventricular signals or possible far-field atrial activity. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.